Event description:
An IV was being placed and the guide wire coiled inside the patient vein and was unable to be removed at that time. Surgical pa was called to bedside and they were able to successfully remove the device.